Manufacturer narrative:
Information in d4 of device identification has been updated. A field service engineer (fse) determined that the anti-hbe kit was delivered to the institution with particles on the lid. The module was inspected, including maintenance, settings, calibration, and control procedures, and no technical issues were found. To verify, the patient's sample was tested on an e 601 module at necip fazil city hospital in kahramanmaras, where they obtained the same result. No further investigation can be done as no sample material is available. A general issue is not seen. Assay performed in specification.

Event description:
There was an allegation of a questionable elecsys anti-hbe result from the cobas e 601 module. The initial elecsys anti-hbe result from (B)(6) 2025 was 0.747 coi (reactive). On (B)(6) 2025 the initial result was 0.734 coi (reactive). The patient was expected to have a non-reactive result based on two previous results.

Manufacturer narrative:
The cobas e 601 module serial number (B)(6). The investigation is still ongoing.